Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the backlight lens chipped and melted.

Event description:
It was reported that the subject device exhibited image loss. This occurred inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction to h6 finding code and conclusion code updated and h11 cause of malfunction updated. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image malfunctions (when bending). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.